Manufacturer narrative:
Manufacturer report 2938836-2018-01249 should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing due to post-paced t wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were discussed and the patient was stable.